Event description:
It was reported that the physician noted that the intrathecal needle in the 8780 kit was bent at time of opening product and prevented the passing/advancing of the catheter through the needle. However, another health care provider stated that the needle was bent by the physician trying to advance needle and gain access to the intrathecal space. Further, during the implant the physician was trying to advance the intrathecal needle from the 8780 kit. The needle was bent when attempting to put the spinal segment through the needle. A new catheter and needle were requested and a new kit was opened. The physician implanted that catheter with no issues. The patient was not harmed during this process and was doing good post operatively. There was no drug added at the time of implant. No diagnostic testing or troubleshooting was performed. The issue was reported as resolved and the cause was not determined. At the time of the event the patient's status was reported as alive-no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter.